Event description:
After letting the abdominal pressure drop towards the end of a lavh case to double check for a dry field, the right uterine artery opened. The seal did not hold. Surgeon controlled and stopped the bleeding with another device. No pt harm was reported.